Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that during the first week after implant, the patient's head felt extremely hot. It was also reported that after waking up from a nap the patient was unable to move their right leg. Patient has full mobility now. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the scs system was explanted to address the issue.

Manufacturer narrative:
A patient had their system explanted due to leg weakness was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.